Manufacturer narrative:
Per additional information received, it has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature displayed was not good on the day of using the extension cord for temperature sensing foley catheter. It was stated that the date of use was unknown. As per follow up information received via ibc on 05oct2022, it was stated that the reported event was no temperature display.

Event description:
It was reported that the temperature displayed was not good on the day of using the extension cord for temperature sensing foley catheter. It was stated that the date of use was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.